Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that the insulin pump died which caused her high blood glucose. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer's blood glucose was 167 mg/dl at the time of call. The customer stated that she treated her high blood glucose manual injections. The customer stated that the insulin did not give any alarm. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.